Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic infection ('bacterial pelvic infection') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, back pain, left lower quadrant pain, ovarian cyst and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia") and coital bleeding ("post-coital bleeding"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, dyspareunia, dysmenorrhoea, menometrorrhagia and coital bleeding outcome was unknown. The reporter considered coital bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, pelvic infection and pelvic pain to be related to essure. The reporter commented: bilateral ostia were identified; 0 trailing coils noted on the right side and 3 trailing coils noted in left side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic infection ('bacterial pelvic infection') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, back pain, left lower quadrant pain, ovarian cyst and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia") and coital bleeding ("post-coital bleeding"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, dyspareunia, dysmenorrhoea, menometrorrhagia and coital bleeding outcome was unknown. The reporter considered coital bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, pelvic infection and pelvic pain to be related to essure. The reporter commented: bilateral ostia were identified; 0 trailing coils noted on the right side and 3 trailing coils noted in left side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.